Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage. The patient underwent a revision procure wherein the ipg was replaced with an MRI compatible device. The patient was doing well post operatively and the explanted ipg was not returned.